Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient's egv was high and the patient gave himself insulin. According to the report, the patient did not experience any symptoms prior to and/or at the time of the event. An unspecified time later, the bg was 26 mg/dl and the patient was transported to the ER. Dextrose was given to the patient. At the time of the report, the patient was reportedly fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.